Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed infections at the implant site and subsequently underwent a procedure to remove the abutment. The implanted device remains.